Manufacturer narrative:
(B)(6). The device was serviced on-site by a field service technician. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Visual inspection, functional testing, and a review of the alarm logs were performed. The f38 alarm was identified during visual inspection, functional test and a review of the alarm log. The cause of the condition was determined to be damaged force sensing resistors. The device was removed from service. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During product service by a service technician, a flo-gard infusion pump presented an f38 alarm (malfunction in tube misloading detection circuitry). No additional information is available.